Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in catheter was damaged. The following information was provided by the initial reporter: this is a report about a bent catheter. According to the customer's report, the hcp found that the catheter was bent when unpacking.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in catheter was damaged. The following information was provided by the initial reporter: this is a report about a bent catheter. According to the customer's report, the hcp found that the catheter was bent when unpacking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-02. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened retracted unit and six photos. Upon inspection of the received unit and photos, it was observed that the needle had pierced through the catheter tubing near the tip of the catheter, confirming the reported defect. This type of defect can occur during the manufacturing process or in the clinical setting. Since it was reported that the defect was noticed upon removal from the package, the defect is most likely related to manufacturing. There is an automated vision system in place that inspects the products during manufacturing, as well as a sampling plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see h10.